Event description:
It was reported that a patient who is subject to a vns study had presented an increase in seizures. The event debuted on (B)(6) 2015 and ended on (B)(6) 2015. The severity of the event was moderate. It was reported that the event was not related to implant but probably related to vns stimulation. The treatment was modified. The event was not indicated as a serious adverse event. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. No known surgical interventions have occurred to date.

Event description:
It was reported that the increase in seizures was above pre-vns baseline levels. It was reported that the increase in seizures occurred when the settings intensity was increased.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution.